Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited unspecified issue. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.